Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 525 mg/dl at the time of event and the patient got treated with correction bolus via multiple daily injection (mdi). The length of hospitalization was for 2 hours. No further information available.